Manufacturer narrative:
The investigation noted that the last calibration before the event was on 01-nov 2023. The investigation reviewed the qc data. The customer used third-party qc. The provided 03-nov-2024 level 1 qc was within specifications. The investigation reviewed the customer's handling of patient samples. The customer did not use the rack adapters for the 13mm tube. The patient sample tube was only inverted 5 times, the patient sample tube was centrifuged for 5 minutes at 3000 rpm using a swing bucket centrifuge. The investigation determined that the number of sample tube inversions was insufficient and the centrifugation time too short. Product labeling states "inserting a roche rack cup adapter into a rack: use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The investigation determined that a general reagent problem was not evident based on the available data. The investigation determined the event was consistent with a preanalytic issue (insufficient tube inversion and short centrifugation time) and the missing rack adapter for the 13mm tube.

Event description:
The initial reporter received a questionable elecsys hcg+beta result from one patient sample tested on the cobas e411 rack. The doctor questioned the initial result prompting the rerun of the patient sample. On (B)(6) 2023: the initial result was 1.67 miu/ml (negative). The first repeat result was 4450 miu/ml. On (B)(6) 2023: the second repeat result was 4551 miu/ml. The initial result was amended to the second repeat result obtained.

Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The investigation is ongoing.